Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter began rotating automatically and fractured. The device was removed and another of the same device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lap joint section, the sheath assembly was observed kinked, there was an imaging core windup 27.5 cm from the distal end of the connector shaft, with a coiled drive cable near the lap joint section. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection also revealed the imaging window was observed detached near the lap joint section. The guidewire exit port and tip were in good condition. Impedance test shows an electrical open at proximal end of the catheter between 130 to 140 cm from the distal housing. Functional inspection was performed, and a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The motor drive unit (mdu) and the ilab system were used to perform a functional inspection on the device; the catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter began rotating automatically and fractured. The device was removed and another of the same device was used to successfully complete the procedure. There were no patient complications.